Event description:
The evis exera iii gastrointestinal videoscope was returned as part of the asset return process. There was no allegation of a complaint associated with the scope. During routine inspection of the device, the following reportable defects were identified: a white colored foreign material was found inside the air/water channel, air/water cylinder and jet-tube. No death or injury and no impact to patient or other has been reported. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned as part of the asset return process and the evaluation found foreign material in the jet-tube, air/water tube and air/water cylinder. The inspection also noted the light guide lens and adhesive on bending section cover are cracked and the scope failed the electrical leakage test at the distal end. The air/water cylinder and suction cylinder color indicator are faded off (has no color). The up angulation does not meet standard value due to a worn angle wire. Corrosion due to water leakage was identified on the following parts: switch flexible printed circuit, scope cover, outer shield, plug unit, scope cover and case, the cable unit, circuit (c) board, and micro-connector. There are also scratches on the objective lens, switch box, and grip. The investigation is still in progress; however, should additional relevant information become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the foreign material was not identified. A definitive root cause for the foreign material remaining in the device was not established. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection states how to detect the events. Gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope states how to prevent the events. Olympus will continue to monitor field performance for this device.